Event description:
A high blood glucose level issue was reported, with the exact value unknown but displayed as "high." There was no adverse impact to the customer's blood glucose level. The customer attempted to address the high blood glucose by administering a correction bolus via the pump. Technical support instructed the caller to check various aspects such as the infusion site, needle, and tubing, finding no issues. They confirmed insulin was stored properly and advised the customer to consult a healthcare provider to discuss potential factors affecting blood glucose levels. The caller agreed to replace supplies as needed and continue using insulin.